Event description:
It was reported that the balloon was found ruptured during preparation. The device was not used in the patient.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation.(B)(4).

Manufacturer narrative:
The balloon catheter was returned for evaluation and it was not found ruptured as reported.(B)(4).